Event description:
Device 2 of 3, reference MFR. Report# 1627487-2017-04632. Reference MFR. Report# 1627487-2017-06395. Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 to explant and replace the leads. However, cerebrospinal fluid leak was occurred during the insertion of new lead. As a result the procedure was abandoned. New lead is added as a device 3. Device information is unknown for it at this time. Based on the available information, additional devices may be added at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-04632. It was reported the patient ((B)(6)) experienced loss of stimulation. System diagnostics determined impedance issue on the leads. Reprogramming was tried which covered the partial pain pattern. Surgical intervention is planned for a later date to address the issue.